Manufacturer narrative:
Continue e1 phone number: (B)(6). Investigation evaluation: a product evaluation was performed only by the video provided with this report because the product said to be involved were not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the video provided confirmed the report. The video shows the device handle attached the catheters which is already advanced down the endoscope. The on/ off switch is turned to the "on" position and the user is shown tightening the activation knob, leaving no observable gap. No audible sound of co2 leakage could be discerned from the video. The user then begins to make multiple short compressions of the button, but when panning over to the monitor it can be seen that no powder has been released under endoscopic view. In the background the open tray sits with the second catheter remaining coiled atop it, apparently unused. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the video provided confirmed the reported inability to spray. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The video appears to show that the second provided catheter was not utilized. The instructions for use note: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that during activation of the gas cylinder contained in the device, there was no release of gas and no delivery of the hemostatic powder to the lesion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.